Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete a supplemental report will be submitted.

Event description:
It was reported that, just before connecting a 980 ventilator to the patient the screen turned off and the device generated a high pitched continuous alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.